Manufacturer narrative:
Ap and lateral x-ray views of neck and chest evaluated by manufacturer. No obvious lead discontinuities noted. Device malfunction is suspected but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated that both system and normal mode diagnostics yielded high lead impedance indicating a potential lead discontinuity. X-rays reviewed by manufacture did not reveal any obvious lead discontinuities. No serious injury was reported.